Event description:
It was reported that customer experienced issues with rapid depletion of battery when at 25%. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support and was already in process for renewal pump, and no additional troubleshooting or corrective actions were documented.